Event description:
Over the past 120 days five out of 12 dexcom g7 sensors have failed. Two stopped working and the other three were showing incorrect readings when compared to a finger stick method. They showed very high readings or extremely low readings causing overuse of insulin. Further causes a rash under and around the sensor. Device code: 3023, 1535, 1311. Pt code: 2033. Reference reports: mw5175441, mw5175442, mw5175443, mw5175444.